Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient came to a planned visit. A software reset was detected during interrogation.